Event description:
Reportedly, during patient use, the fio2 value displayed was unstable. Calibration of the o2 sensor did not resolve this issue. The oxygen sensor was replaced. There were no adverse patient effects reported.

Manufacturer narrative:
Although requested, patient information was not provided.